Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a call service alarm (cs 088) issue. It was reported that the pump emitted a cs 088 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-may-2018 with the following findings: the pump's black box for the event had been overwritten due to continued use of the device. The available alarm history showed no call service 088 alarms. The pump was exercised for 24 hours with no issues. The alleged issue could not be duplicated.